Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that patient will be having a surgery to replace the ins because ins just stopped working, per the clinic. Surgery is tentatively planned for (B)(6) 2020. The rep doesn't know anything about why the device stopped. He was just informed by clinic of future surgery. Reviewed compatibility with current components for ins replacement. Reviewed old lead/extension would need to be replaced if there were any impedance or therapy issues noted during ins replacement. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that their record was showing was the epidural steroid injection for the february 17th. There was to be a battery replacement back in january but that was cancelled. The patient is planning on having the injection. No further complications were reported.